Event description:
It was reported that during a thorax procedure, the clips fell out unformed after firing out of the instrument. No further information is available. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.